Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing bleeding from the implantable cardioverter defibrillator - ICD pocket. Upon inspection, it was noted that the patient had wound dehiscence. The device pocket was revised and the ICD system was reimplanted. The patient was in stable condition before, during, and after the procedure.